Event description:
The manufacturer received info of a trilogy device allegedly not ventilating the pt adequately. The pt required manual ventilation as a result. The investigation is still ongoing. A f/u report will be submitted when the investigation is complete.